Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that she had a new symptom of constipation and stated that she has never had constipation before the implant and stated it was "like a brick" and she really had to strain. Patient further stated that she was on program 2 @ 3.0 since then she has changed programs and has not had constipation since then. Patient further reported that at this setting of program 2 at 3.0 stim was not controlling her symptoms. Patient also reported strong tingling or stimulation" in the left upper thigh. It was further reported that the patient experienced a return of urinary symptom as she has had 3 accidently where urine leaked a little and then gushed out and states she is going through pads and pullups. During the call, patient was able to connect to the ins and verify she is currently on program 7 @ 2.7 and increased stim to 3.0 which is comfortable sitting standing and walking. No further complications were reported or anticipated.